Manufacturer narrative:
(B)(4) gro s. Dyrhovden (2017) "have the causes of revision for total and unicompartmental knee arthroplasties changed during the past two decades?" Clinical orthopaedics and related research, 475:1874¿1886. (B)(6). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05657, 05661, and 05662. Product location unknown.

Event description:
It was reported in a journal article that 43 knee prostheses were revised due to unexplained pain. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrected: describe event or problem, the number of patient experienced unexpected pain should be 431 instead of 43. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 431 knee prostheses were revised due to unexplained pain. Attempts have been made and additional information on the reported event is unavailable at this time.